Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a patient on 2017-feb-03. The patient stated that they had an appointment with their healthcare professional (hcp) on (B)(6) 2017 and (B)(6) 2017 or maybe sooner because the pain has not stopped getting worse. The patient stated that x-rays were taken, pain medication was given, and a cat scan might be taken.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient with an implantable neurostimulator (ins) for the treatment of urinary dysfunction/sacral nerve stimulation and gastrointestinal/pelvic floor. It was reported that the patient was hit by a grocery shopping cart and it brought the patient to their knees. Since then, the patient has had something sticking out, under their skin in the area where the implanted in located and because of pain, they can¿t sleep at night and is having problems with their bladder.